Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 while the patient was in the office. The patient's wife reported the following discrepancy: cgm was reading at 200 mg/dl and blood glucose meter was reading at 50 mg/dl. At the time of the call to dexcom technical support, the patient's wife did not report any medical intervention or injuries regarding the patient.